Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that their m3535a defibrillators have "ECG equip malfunction" faults every few weeks. There was no report of patient involvement.